Event description:
Country of complaint: (B)(6). When opening the premicron box article c0026816 and batch 112501, there was inside packages of premicron article c0026288 with batch 112501. The article numbers are different, but batch numbers are the same. Complaint is only for one box of this article c0026816. Customer confirmed that all units in the box are with the wrong reference 0026288.

Manufacturer narrative:
Eval on-going at manufacturing site.